Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on, on (B)(6) 2003, patient underwent MRI of lumbar spine. Impression: at l5-s1, there is a right/central paracentral extension of the nucleus polposus with slight caudal migration. On (B)(6) 2003, patient was admitted with chief complaint of chest pain, hypertensive urgency and suspicion of aortic root dissection. Patient underwent CT of chest and abdomen. Impression: negative CT scan of chest and abdomen. There is no evidence of aneurysm or aortic dissection. On (B)(6) 2003, patient underwent stemotomy and intraoperative assessment of aorta; for a pre-op diagnosis of aortic dissection. On (B)(6) 2003, patient underwent x-ray of chest. Impression: there are post operative changes of mid line thoracotomy. The heart size is normal. There is no evidence of any pleural fluid or complications of surgery, left subclavian catheter sheath and mediastinal chest tube in satisfactory position. The endotracheal tube has been removed. On (B)(6) 2014 patient presented in emergency department due to right wrist and back pain after a fall. Patient underwent x-ray of right shoulder. Impression: no evidence of acute fracture. Mild degenerative changes of right acromioclavicular joint. Patient underwent x-ray of right wrist pa and lateral. Impression: unremarkable radiographs of the right wrist. Diagnosis: anxiety, shoulder injury, possible osteochondral injury of the medial talar dome. On (B)(6) 2014 patient underwent MRI of lower extremity without contrast. Impression: osteochondral lesion medial talar dome with cluster of subchondral cysts measuring 9mm in diameter.

Event description:
It was reported that on, (B)(6) 2004: patient presented for office visit with chief complaint of a rotator cuff tear and underwent x-ray of the right shoulder, which shows a type iii acromion, but a good interval between the acromion and tuberosity. Patient also underwent MRI, which shows a 1 cm tear of the cuff. On (B)(6) 2004: patient presented for pre-op physical examinations. On (B)(6) 2004: patient underwent shoulder arthroscopy with a decompression of the rotator cuff repair. Patient got discharged on the same date. On (B)(6) 2004: patient¿s daughter called and stated, ¿mother has some pain, but getting along fine.¿ on (B)(6) 2004: patient was diagnosed with symptomatic uterine fibroids, and underwent vaginal hysterectomy operation. On (B)(6) 2004: patient got discharged with post-op instructions. On (B)(6) 2015 patient presented for office visit. And underwent x-ray of lumbar spine (5 views).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011, patient underwent digital mammography. On (B)(6) 2011, patient presented for medicine update. Patient reported back, neck and knee pain. On (B)(6) 2012, patient presented for follow-up on neck and back pain. On (B)(6) 2012, patient presented with complain of herpes, bell's palsy and low dose pain meds. On (B)(6) 2012, patient presented for htn management, leg pain and elevated cholesterol. Patient reported chest pain, low back and leg pain. On (B)(6) 2013, patient reported mild headache and body ache. Patient also had fill-up of medications for copd. On (B)(6) 2013, patient presented for follow-up on chronic body aches and hepatitis c. On (B)(6) 2014 patient presented due to x-ray ankle left ap lateral and oblique. Impression: suspect small osteochondral injury of the medial talar dome. No evidence of acute fracture or other acute abnormality. On (B)(6) 2014 patient presented due to the following complaints: left ankle pain. Impression: osteochondral lesion medial talar dome with cluster of subchondral cysts measuring 9mm in diameter. On (B)(6) 2014 patient presented due to the following complaints: both ankles, primary left. Impression: report of bilateral ankle pain, left notably greater than right, with evidence radiographically of medial talar dome osteochondral lesion. (B)(6) 2002 patient presented for office visit with pre-op diagnosis of painful "bunion" and "bunionette" right foot; hammer toe 4th digit right foot. Patient underwent following procedure: screw fixation. On (B)(6) 2014 the patient presented with complaints of right ear pain, fibromyalgia, and carpal tunnel. On (B)(6) 2014 the patient was diagnosed for "copd" fibromyalgia, rib pain. (B)(6) 2015 the patient presented with complaint of ear "still not right". (B)(6) 2015 as per medical records, neurological "ros": headache.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006: the patient underwent MRI of cervical spine without contrast due to pain. Impression: broad based moderate protrusion of c6-c7 disc causing spinal stenosis. Change suggest myelomalacia posterior to c6-c7. Protrusion of c5-c6 centrally, exaggerated by osteophyte formation. Mild protrusion c3-c4 disc. The patient underwent MRI of thoracic spine without contrast. Impression: degenerative disc disease from t5 through t10 without cord compression. The patient underwent MRI of lumbar spine without contrast. Impression: incomplete study. Patient a able to tolerate the further imaging secondary to pain. Focal broad based protrusion l5-s1. Mild protrusion at l4-l5. Ligamentum flavum hypertrophy and facet arthritis l4-l5 and l5-s1 bilaterally. No bone marrow replacement process. On (B)(6) 2006: the patient presented with pre-op diagnosis: cervical stenosis, cervical 3 through cervical 7. The patient underwent: decompressive laminectomy, cervical 3, cervical 4, cervical 5, cervical 6, and cervical 7. Lateral mass fusion, cervical 3 through cervical 7. Insertion of lateral mass screws and rods cervical 3 through cervical 7 bilaterally. Intraoperative fluoroscopy. Somatosensory evoked potential monitoring of all 4 extremities. Motor evoked potential monitoring of all 4 extremities. Per-op notes: the lateral mass of c3 was penetrated on right sidea 14mm lateral mass screw was penetrated. This procedure was performed at c3 through c7 bilaterally then decompressive laminectomy of c3 through c7 was carried out. The significant finding was bone and ligament hypertrophy. Appropriate rods between the screw heads were placed. And nuts were tightened over the screw head. The bone was decorticated laterally and patient bone and rh-bmp2/acs soaked sponges were used for lateral mass fusion. This was put lateral to lateral mass screws. On (B)(6) 2006: the patient underwent contrasted CT scan of neck due to status post-surgery. Impression: recent post-surgical laminectomies with spinal stabilization hardware from c3 through c7. The facet screws at c7 are abutting the foramen transversarium. Facet arthrosis is seen at all levels of the laminectomy sites, right greater then left. Due to recent post-operative status, there is difficulty in excluding infection. There is inadequate visualization of the soft tissues on this study. On (B)(6) 2006: the patient underwent MRI of cervical spine due to spinal stenosis post-op. Impression: multilevel bilateral laminectomy with pedicle screw fixation at levels c3-c4 through c7-t1. Extensive post operative fluid and blood products posterior to the spinal cord, primarily at the note operative site. Multilevel central disc protrusions, primarily c3-c4 through c5-c6 with broad based disc bulge extending to the right paracentral region at c6-c7. Anterior degenerative disc disease with osteophytes at c4-c5 and c6-c7. On (B)(6) 2006: the patient underwent x-ray of c-spine due to neck pain. Impression: post surgical changes of laminectomy with stable alignment. On (B)(6) 2006: the patient underwent MRI of cervical spine w/wo contrast due to neck pain. Impression: postsurgical and degenerative changes throughout the cervical spine with spinal instrumentation. Overall the findings appear mildly improved. On (B)(6) 2007: the patient presented with cold due to viral infection, vaginal discharge, slight fever and fibromyalgia degenerative disc on (B)(6) 2007: the patient presented with burning in the vulvar area. On (B)(6) 2009: the patient presented with back pain. Impression: low back pain following mva. On (B)(6) 2009: the patient presented for examination and treatment of injuries sustained in a mva on (B)(6) 2009. The patient complained the following: headache, neck pain, middle back pain, chest wall pain, low back pain/soreness, hip/sacroiliac joint pain, elbow/wrist pain-right side, upper extremity numbness/tingling, lower extremity pain, lower extremity numbness/tingling, dizziness/nausea. Diagnosis: traumatic thoracic sprain/strain complex, traumatic lumbar sprain/strain complex, spinal muscle spasm, spinal joint restriction, traumatic cervical sprain/strain complex. Since the rh-bmp2/acs surgery, the patient has been suffering from the following problems: difficulty breathing and speaking, neuropathy, radiating pain to legs, and severe pain in general from an overgrowth of bone. Her symptoms also includes: inability to turn neck; lower back pain; migraine headaches which incapacitates her from the tension in her neck, back, and head. Balance is off; difficulty hold neck up. She also has pain walking long distances.

Event description:
It was reported that on (B)(6) 2013: patient underwent MRI of knee without contrast. Impression: no specific abnormality identified.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: on (B)(6) 2013, patient presented for physical therapy evaluation. Patient underwent MRI of lower extremity any joint bilateral without contrast. On (B)(6) 2014 patient also underwent x-ray of right knee (2 views ap and lateral), due to the right knee pain after the trauma. Impression: normal study. On (B)(6) 2015: patient presented for office visit and underwent x-rays of left foot (3 views).

Event description:
It was reported that the patient underwent a cervical lateral mass fusion surgery at c3-c7 where rhbmp-2/acs was placed along the lateral vertebral masses. The patient's post-operative period was marked by heterotopic bone growth and pain and numbness in her neck and right hand. The patient continues to experience pain that radiates into her hand. She suffers from neck pain that leaves her numb to her right hand.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.